Manufacturer narrative:
This product remains implanted but out-of-service; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead oversensed noise resulting in inappropriate anti-tachycardia pacing (atp) and pacing inhibition resulting in asystole of greater than two seconds. Subsequently, this patient underwent a revision procedure, and a new rv lead was implanted. No additional adverse patient effects were reported.